Event description:
It was reported that the patient presented in-clinic for a routine check-up. During the procedure it was noted that the implantable cardioverter defibrillator (ICD) exhibited loss of capture and both the ICD and the right-atrial lead exhibited inappropriate automatic mode switch (ams) due to noise oversensing. No resolution was performed. The patient condition was stable and would be continued to be monitored.